Manufacturer narrative:
The subject instrument was not returned for evaluation.

Event description:
Allegedly, during a laparoscopic procedure, a jaw broke off of the forceps into the patient's abdomen. The broken piece was retrieved and the hospital reported there was no injury to the patient.